Event description:
It was reported that a patient presented in-clinic with loss of bluetooth low energy (ble) telemetry noted on the patient's implantable cardioverter defibrillator. No intervention was reported and the ble telemetry was noted to resolve without any reported intervention. The patient was stable throughout.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.